Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose level was 50 mg/dl at the time of incident. Customer was treated with food. Customer experienced symptom such as shaking. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode of insulin pump. Customer stated that they saw drops from the end of set before connecting at their site. Customer stated that the programming of insulin pump was accurate. Customer stated that the sensor had calibration not accepted alert and change sensor alert. The insulin pump will not be returned for analysis.